Event description:
A customer reported experiencing a cartridge alarm issue with their pump on two occasions. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed consecutive alarms were present and decided to replace the pump. They instructed the customer on how to put the current pump into storage mode and return it using a pre-paid label within ten days to avoid charges. The customer was informed that the replacement pump would have updated software, and they were advised to program their pump settings into the new device and connect their continuous glucose monitor. The customer acknowledged and understood all instructions provided.